Event description:
It was reported to medtronic neurosurgery that the pt's strata shunt was replaced with a new strata shunt. According to the report, there was a disfunction in the shunt. The report stated that there was no injury to the pt.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100 percent tested at the time of manufacture.